Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the ink numbering in the unit was wearing off. It is their common practice to re-tape the device to their patient every other day causing the numbers/ink to wear off. There was no reported patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.